Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). DHR review was completed for the subject lot number 2120009733. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 2120009733 for similar events and one other complaint was identified. Review completed utilizing keywords: infection. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
Zimvie complaint number (B)(4) a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary investigation.

Event description:
It was reported that the implant at tooth site 29 was removed due to infection. At time of uncovering of implant & placement of encode healing abutment; the patient showed discomfort & pain even after local anesthesia was administered. Cover screw was removed with mushy tissue & implant felt loose & was removed. Per indicated: surgical/medical intervention required for permanent damage: no was there a delay during the procedure: yes, pt will return in 3 months for replacement additional appointment required: yes, 4 months for replacement symptoms as a result of the event: none.